Event description:
It was reported that a multifiltrate pro machine had an air after return chamber alarm during a patient¿s continuous renal replacement therapy (crrt). The nurse disconnected the patient temporarily to deaerate the tubing in a saline bag. This failed for an unknown reason and the nurse had to end the treatment. The patient¿s blood was not returned, and as a result they experienced approximately 500 ml of blood loss. There were no repairs made to the machine and the machine is in use. The sample was reported to not be available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a multifiltrate pro machine had an air after return chamber alarm during a patient¿s continuous renal replacement therapy (crrt). The nurse disconnected the patient temporarily to deaerate the tubing in a saline bag. This failed for an unknown reason and the nurse had to end the treatment. The patient¿s blood was not returned, and as a result they experienced approximately 500 ml of blood loss. There were no repairs made to the machine and the machine is in use. The sample was reported to not be available for evaluation.

Manufacturer narrative:
Investigation: the sample was not available for investigation. A retained sample was analyzed; no failure detected on the retained sample. According to the reported event, possible reasons for the reported defect might be related to assembly failure, component defect, connection failures between the production and other disposables. However, it is not possible to determine without the original sample. Machine files were reviewed and confirmed the reported event. Review of the device history record (DHR) review resulted in conformity. Review of the instructions for use (IFU) confirmed the reported event is adequately addressed. There is no indication that the reported event relates to falsification. No device failure present, device worked according to specifications.